Event description:
Biomedical engineering responded to a call from a nursing unit in our new bed tower concerning intermittent "aux" alarms. Investigation revealed two rauland "fams" (fire alarm module)that were hot to the touch. Removal of the "fams" restored normal function. The "fams" had been "ty-rapped" together during installation. The vendor service rep replaced the devices and noticed that when the "ty-rap" was cut, the rj-45 connector pins had pushed through the heat-shrink insulation on both "fams." These punctures resulted in an unintended electrical connection between the devices. Last week, one of our biomedical techs compared the construction of a faulty "fam" to a ncssplit4 from the same manufacturer and noticed that rauland has incorporated a piece of puncture-resistant insulating material into the splitter insulation. The tech has speculated that perhaps someone at rauland recognized the potential for problematic punctures in the production packaging of the splitter. However if that is true, it was not applied to the production of "fams". Our facility has 440 of these devices in use currently in our new bed tower.